Event description:
It was reported to philips that the device was unable to perform fluoroscopy.no harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for diagnosis procedure. The procedure was completed by moving the patient to another system. The field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not functioning. A review of the system logfiles found an issue with the fd controller. Upon troubleshooting actions, fse identified that the x-ray was not enabled, and image detection failed due to the defect of the fdc and the detector 4800. Fse replaced the flashlite high end kit and detector. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.